Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was electively replaced during a lead revision procedure. There were no field allegations reported against this product. This report was created due to laboratory findings.

Event description:
--

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device did not pass therapy availability testing. Examination of the device memory revealed that the device had shocked into a shorted lead condition on (B)(6) 2009. Analysis confirmed that the this condition occurred while the device was still implanted, which resulted in the device sustaining induced high energy overstress damage to the "u100" high power output module. Therefore, therapy was not able prior to explant of this product.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.